Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that the insulin pump may have been exposed to moisture from sweat. Customer's blood glucose reading at the time of the call was 47 mg/dl and has treated with a glucose tablet. No further information reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump did not alarm button error. However, the act button did not respond due to corroded keypad trace. No moisture damage on electronics noted. The device was received with minor scratched display window, cracked display window corners, cracked battery tube threads, and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.